Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and blank display. The customer¿s blood glucose was 204 mg/dl at the time of incident. Customer stated that the insulin pump buttons would not work after it has been exposed to water. Customer also reported that the insulin pump had a constant tone and went blank immediately after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen due to moisture damage on the electronics. Moisture damage found on the motor also. Analysis was unable to verify keypad anomaly due to frozen screen. No blank display anomaly or constant tone anomaly noted. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.